Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer questioned results for multiple patients tested for multiple assays on a cobas e 801 module. Based on the information provided for 22 patient samples, discrepant results were identified for 4 patient samples tested for either elecsys ft4 ii (ft4 ii), vitamin b12, ferritin or tsh. Some of the results were reported outside of the laboratory and some of the results were held based on the patient's clinical picture. Apart from an initial ft4 ii result for 1 patient sample, it is not clear which results were held and which results were reported outside of the laboratory. There was no allegation that an adverse event occurred. The customer has had issues previously after replacing the procell bottle; all 5 valves of the procell bank were replaced "a few weeks" ago. The field service engineer (fse) visited the customer site and found some white precipitate in the tubing around the top of the syringe. The fse also found that the customer has been storing procell bottles in a room that triggered a temperature warning approximately 1 week prior to the customer finally moving the bottles. The procell bottles were being stored under 2 large heated pipes that came from the autoclave and the room temperature was above 25 degrees celsius. It is not known how long the bottles had been stored in that area. Product labeling indicates procell is stable at temperatures between 15-25 degrees celsius.

Manufacturer narrative:
The instrument was decontaminated to resolve the issue. All customers have been provided a workaround procedure to prime the instrument when it is determined that their cobas e 801 module is potentially affected by this issue. They are also instructed to contact roche technical support. A roche field service engineer will perform the procell ii m flowpath decontamination procedure and the procedure should be performed every 4 weeks until your cobas e 801 module is switched to the improved procell ii m formulation. Improved procell ii m is available in the us and roche field service engineers are in the process of converting customers to the new procell ii m.

Manufacturer narrative:
The customer provided data for 10 additional patient samples tested between 05-jun-2018 and 25-jun-2018. Discrepant results were identified for all 10 patient samples when tested for ft4 ii, tsh or ferritin. Refer to attached data for the data for the additional 10 patient samples.